Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that phenomenon of a "no image on device" occurred due to faulty cable unit. The event can be detected/prevented by following the instructions for use which state: - never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. - do not use excessive force when wiping the external surfaces of the camera cable. - never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the 4k autoclavable camera head had no image when it was plugged in. The issue occurred during preparation for use and it was completed with another device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that the issue occurred due to a faulty cable unit. It was also noted that the rubber part was peeling on the rear cover packing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.